Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). D5 is unknown. No further information was provided. No problems or issues were identified during this device history record (DHR) review. The returned samples (2) were received decontaminated without its original packaging. It was observed, that the needle was bent. The complaint was confirmed. The root cause identified was that the cannulas were detaching, due to an inadequate processing per a shift on parameter window for the cannula molding process. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported, that the cannula was found to be bent under the skin. No patient injury reported.